Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a pediatric etco2 adapter got stuck when clinicians attempted to remove it in order to suction a patient. This event will be submitted as a serious injury because of the possibility of patient harm. Additional information has been requested from the customer.

Event description:
The customer reported that a pediatric etco2 adapter got stuck when clinicians attempted to remove it in order to suction a patient. This event will be submitted as a serious injury because of the possibility of patient harm. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.